Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that the tubing broke at filter could not be verified due to the product not being returned for failure investigation. A device history record review for model 2202-0007 lot number 20026414 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 18feb2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that as lvp 20d 1.2m tubing was broken. The following information was provided by the initial reporter: material no: 2202-0007, batch(lot) no: 20026414. It was reported tubing broke at filter.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d 1.2m tubing was broken. The following information was provided by the initial reporter: material no: 2202-0007 batch(lot) no: (B)(4). It was reported tubing broke at filter.